Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house in (B)(4). The investigation determined that the device failure to complete its internal self-test was due to the flow sensor value outside of it's expected range. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.